Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular channel and noted in the stored egms. The patient received inappropriate therapy. The lead was capped.